Event description:
A male pt born in 2009, received 17 parts per million (ppm) of inhaled nitric oxide for the treatment of persistent pulmonary hypertension of the newborn (pphn) from the same day. Inomax was delivered via inovent with another co's ventilator in high frequency mode. On the morning of the following day at 02:00, the nurse reported a nitric oxide (no) delivery failure alarm on the inovent machine with the following settings: no setting at 20 ppm, no reading was 0.1 ppm, and nitrogen dioxide (no2) and oxygen (o2) readings were normal. The nurse contacted the account manager for the inovent machine and was asked to check all connections, if the cylinder was fully opened, and was asked to perform a low-end calibration on the device. Since the pt's oxygen saturation (spo2) had decreased from 96% to 50%, the nurse was asked to manually ventilate the pt using the back-up delivery system. The pt responded to the bagging, but not fully due to the lower dose of 10 ppm manually delivered to the pt. An on-call doctor was contacted and upon arrival to the site, he immediately verified that the injection tube was not connected to the inovent head. The injection tube had disconnected during therapy, thus no nitric oxide was being delivered into the ventilator system. After the injector tube was reconnected, the pt responded on the higher no dose and the inovent monitor displayed normal readings. The event resolved and the pt's oxygen saturation increased to 100%. The physician commented the inovent alarm for no was switched off and the speakers' sound from the alarm was on level 1 (max is level 5) so they may not have heard the alarm together with the noise of the ventilator. A couple of hours after the incident, the pt expired. An autopsy performed on the pt revealed the cause of death as a result of a brain hemorrhage. The pt's decrease in oxygen saturation was deemed severe, life-threatening, and related to the abrupt discontinuation of inomax with rebound hypoxia. The physician in charge deemed the death not related to the episode of interrupted inomax administration and subsequent oxygen desaturation.

Manufacturer narrative:
The investigation results conclude the disconnection of the tube was presumably caused by an insecure connection not applied properly by the user. When the pt was nursed and turned around, the tube was stretched causing the disconnection. The incident was caused by a user error. Evaluation summary: the incident is closed with the following rationale: the incident was caused by a user error. Follow-up action includes user training.